Event description:
According to the reporter: the surgeon closed the stapler on the pancreas and the pancreas tissue tore. The stapler was not fired on the pt. The pancreas tear had to be sutured. No add'l info available.

Manufacturer narrative:
(B)(4).